Manufacturer narrative:
Additional information was received on 3/20. Review of the pump data indicated that the alarm 25 occurred during the load process. The customer was removing the cartridge before starting the load sequence. The customer acknowledge to have not follow on screen prompts and removed the cartridge before prompted to. The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. The customers blood glucose (bg) level was reported to be 230 mg/dl. The customer delivered a bolus via the pump to stabilize bg level.